Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic today after receiving hv therapy. The patient was in afib with rvr. Programming changes were recommended. No further information is available.